Event description:
It was reported patient underwent a revision procedure two years post implantation due to tibial loosening. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). D10 - medical product: femur trabecular metal cruciate retaining (cr) narrow porous catalog # 42502206401 lot # 64894394. Articular surface medial congruent (mc) left 10 mm height use with tibia sizes c-d/cr femur sizes 8-9 catalog # 42512100510 lot # 64930893. All-poly patella cemented 29 mm diameter catalog # 42540200029 lot # 64833060. Copal g + c bone cement catalog # 66041214 lot # 96634957. G2: australia. H3: reporter had indicated that product will not be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.